Event description:
It was reported that the device leaks water. No patient involvement was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, corroded drain fitting, faded line cord, and damaged pole clamp. Functional testing found the device leaked water from the reservoir confirming the customer complaint. The root cause of the reported issue was found to be customer damage - tank cover cracked at the bottom left screw hole. Replaced the drain fitting, tank cover, line cord, and pole clamp. Device passed all functional testing. D5 and e4 are unknown, no information provided to date.

Event description:
No patient injury was reported.